Manufacturer narrative:
Zimvie received one (1) tsvtwb11, (imp,tsv,4.7,11.5,mtx,mg), for evaluation. Visual evaluation was performed, signs of use, apparent bone / tissue attached to external threads. The implant was attached to a distributed by removal tool; therefore, unable to verify the alleged damage drive feature. Removal tool did not cause or contribute to the reported event as it was used during the removal of the implant. DHR review was completed for the subject lot number 1270735. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1270735 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature the customer did not submit images for the reported event. Therefore, based on the available information, a device malfunction could not be verified. The implant was attached to a distributed by removal tool; therefore, unable to verify the alleged damage drive feature. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report d1: brand name d4: catalog number d4: lot/serial # d4: device expiration date d4: device UDI number g3: date received by manufacturer g4: PMA/510(k) number g4: additional PMA/510(k) number k101880 g6: checked "follow-up" h2: checked follow-up type h4: device manufacturer date h6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported crown keeps coming loose. Crown was removed and head of implant found out it non restorative. Hex of implant healing cap could not be placed seems like head of implant is scratched. Tooth 14. Implant was removed and procedure completed with new zimmer implant.